Manufacturer narrative:
This date is an approximation.

Event description:
The patient reported that when they were sitting/laying down/standing, their device was protruding and sticking out a little more. This occurred "a couple, six months" prior to the report. It was confirmed that it occurred sometime in 2016. It was indicated that a corner of the device protrudes when they lay down. They were concerned because they could feel it sticking out, and as a student, they had to sit a lot. The patient mentioned that it was like the device was sticking out right underneath their skin, they could see the outline of the device when they looked in the mirror, it hurt their skin, and they had pain in that area. It was noted that the patient had fallen a couple of times prior to the device protruding more. They also confirmed that they had not lost any weight. Their therapy was good, and the patient didn't have problems with the way it was functioning. There were no further complications reported as a result of this event. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.